Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. No capture and under-sensing. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 310c33 tissue valve, implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.